Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) stopped functioning as helium cylinder was empty. Hospital staff reported to oncall perfusionist just before midnight that iabp showed low helium, the picture showed an empty cylinder and double checked while they were on the phone to inform them that there was only one helium cylinder in the machine. Informed the perfusionist that it was an older machine, as it was not alarming or flashing red. A while later the machine stopped functioning as the helium had run out. The pefusionist came to the unit to change the helium but the patient had unfortunately already died.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site - (B)(6). Event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact (B)(6). Additional contact person - (B)(6). Additional email address - (B)(6). System is upgraded from cs100 to cs300. Fields d1, d4 of the emdr is for original iabp cs100; however this iabp was upgraded to a cs300 intra-aortic balloon pump, english, 220v catalog 0998-00-3023-55 UDI (B)(4), which was reported by the customer. The postal code was inadvertently submitted in the initial emdr. Postal code is not required. Updated fields - b4, e4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11 corrected field - d4(UDI). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) confirmed the failure and replaced the helium tank with a full tank. The fse also found the clock to be set 1 hour ahead. The unit operated correctly with the trainer balloon. However the fse recommended to quarantine the unit until the investigation is complete.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6(type of investigation).